Event description:
It was reported the intraocular lens haptic distorted during insertion into the eye. Lens was removed during same surgery by enlarging the incision. No patient injury occurred and surgery was successfully completed.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Results show a one detached and one distorted haptic. Lens met all manufacturing specifications prior to release. Our investigation suggests this damage was caused by user handling and is not related to a product deficiency. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.